Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument from previously frozen samples. The following data was provided: sid (B)(6) initial 143, repeat 108 / 116 mmol/l sid (B)(6) initial 143, repeat 111 / 115 mmol/l sid (B)(6) initial 143, repeat 118 / 123 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Troubleshooting was performed by rerunning the sample and quality controls were within range at the time of the incident. Review of product labeling found adequate information regarding issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument from previously frozen samples. The following data was provided: sid (B)(6) initial 143, repeat 108 / 116 mmol/l. Sid (B)(6) initial 143, repeat 111 / 115 mmol/l. Sid (B)(6) initial 143, repeat 118 / 123 mmol/l. No impact to patient management was reported.